Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck length).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 7-8 mm in length. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician implanted aptus endoanchors and a slight type I endoleak remained however, believes it will self-resolve with the reversal of heparin. Per the physician, the cause of the endoleak was due to patient's short and conical infrarenal aortic neck. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.